Event description:
It was reported that the user experienced recurrent low glucose while using the ilet, with the trainer stating the system had learned dosing in a manner not aligned with the user¿s needs; the device was reset, new supplies were installed, target glucose was set higher, and the user was counseled to avoid pausing the system during lows and to follow typical meals with spacing during the learning phase. Symptoms included low blood glucose requiring treatment. Outcomes included use of oral glucose and completion of troubleshooting and education. Investigation included review of user-reported events and product use, device setup, and training reinforcement. Investigation of this case revealed no device malfunction and that the cause of hypoglycemia remained unclear, with contributing factors potentially related to system learning and user actions during low events. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.